Event description:
The customer reported a leak of clenz of approximately five (5) ml coming from the right side of the coulter hmx hematology analyzer with autoloader while in the process of shutdown. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.

Manufacturer narrative:
The field service engineer (fse) found a leak in tubing through pinch valve pv37. Pv37 provides an open vacuum path to cleaning agent pump pm10. The fse replaced the tubing which resolved the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).